Event description:
It was reported that the device showed all three (charge pak, attention and wrench) icons and would not power on. There was an expired charge- pak (internal hlc battery charger) installed and the customer indicated that the charger has not been replaced in several years. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the reporter confirmed that the facility removed the device from service and will dispose it locally. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported event could not be determined.